Manufacturer narrative:
Philips has investigated this complaint. The system was out of service and was discarded. On-site evaluation was cancelled; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not produce x-rays. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.